Event description:
It was reported the device was used during a laparoscopic herniorraphy. The pt was insufflated with a veress needle (pneumo needle or pn120) and the 512sd trocar was inserted as a blind puncture. It was reported all trocar placements appeared to be fine. The nurse reported some bleeding was noted and they suctioned and closed the trocar ports to complete the case. Later in the day the pt was brought back to surgery for an exploratory laparotomy and the surgeon discovered a laceration to the aorta. The surgeon repaired the laceration. It is unknown how much blood loss occurred at this time. The rep is going back to the hosp today to obtain more info from the surgeon and staff.